Manufacturer narrative:
A stryker technician evaluated the device and verified the reported issue. A new keypad was installed to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for service.the cause of the issue was a faulty main keypad.

Event description:
The customer contacted stryker to report that their device's buttons were lifting off the device and were unresponsive. In this state the device may not be able to deliver defibrillation therapy if needed there was no patient involvement reported with the event.